Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/14/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that the patient started complaining the sensor was itchy, approximately 5 days after insertion. The area looked red and inflamed. Patient's mother peeled the tegaderm back and saw clear, pus-like liquid oozing out. The sensor was removed on (B)(6) and skin was very itchy, red and inflamed with clear pus/liquid. The affected area was treated with prescription triamcinolone cream. Date of prescription was not provided, however, patient's mother reported that the patient had seen a dermatologist in (B)(6) and again in (B)(6) 2016. Patient has experienced reactions since initial use of dexcom, which was about (B)(6) 2016. Patient also uses skin barrier methods of tough pads and mastisol. At the time of contact, the patient was well. Additional patient information is not available. No product or data was returned for investigation. However, photographs of the skin reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.